Event description:
It was reported that when interrogating a device in the clinic, the programmer "locked up" and displayed an error message. Another programmer was used to finish the interrogation. The power was recycled and the error cleared. The caller was able to load a device application manually. There were no further interrogations to be done and the caller was leaving the programmer at the clinic. It there are further issues, the caller will contact technical services again. Ts indicated that since the error cleared and the programmer appears to be functioning properly, it can be used for future interrogations. If the error re-occurs, then a call back with the details and the programmer may need to comb back for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.